Manufacturer narrative:
The device was evaluated and found to be within specification.

Manufacturer narrative:
This event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
According to the available information a patient received an ankylos a 11dental implant in regio #19 (fdi 36) on (B)(6) 2021. On the same day the implant was explanted. According to the dentist:, sensory disorder as the implant was placed on top of the canalis mandibularis.